Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the pcoip zero client but the issue continued to happen. The manufacturer representative also moved the network cable on the pcoip host card to another available port on the router and the issue stopped occurring. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal pituitary tumor procedure. It was reported the camera cart repeatedly lost connection to the main cart, cycles to the pcoip screen, and then reconnects. It was noted the surgeon monitor was sitting parallel beside camera cart monitor for video continuity. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Product ID: 9735796 lot: 671aggmc6j2. The pcoip zero client was returned to the manufacturer for, analysis. Analysis found that the issue was caused by a defective pcba. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.